Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring. It is unknown if torque was applied to the jaws. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.